Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a charger for an ilet system was not charging, and a replacement charger was initiated and shipped. Symptoms included no alarms or alerts and no reported impact to blood glucose. Outcomes included no injury and no change in therapy or care. Investigation included a review of the reported device issue and logistics for replacement. Investigation of this case revealed a suspected charger malfunction consistent with a power supply failure affecting the charger component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure attributable to the charger.